Event description:
It was reported that upon interrogation the pulse generator displayed an error message - diagnostics cleared due to invalid data. After the device was reinterrogated normal device function resumed. The patient would be monitored.

Manufacturer narrative:
No medwatch form was received.